Event description:
It was originally reported that a bridge bolus was incorrectly performed. The pump was refilled 5 - 10 minutes prior when it was realized that the wrong dose was programmed. The dose used was 1.638 mg/day instead of the correct dose of 1.8 mg/day. It was later reported that the pt became hypotensive (70 - 90's) a few hours after the refill/concentration change and was admitted to the hosp. Fluids had no affect on the blood pressure. Soon after the pt developed acute renal failure and was admitted to the ICU. It was noted that at the prior refill the dr was expecting 10.6 ml and aspirated 0 ml. The dr attributed it to human error at that time. The drugs being administered via the pump were bupivacaine and morphine.

Manufacturer narrative:
(B)(4).